Manufacturer narrative:
Manufacturer's report date: (B)(4), 2014. Internal file #: (B)(4). Although requested, the set has not been received. A follow up report will be submitted with failure investigation results should the set be received for evaluation.

Event description:
The customer reported "backflow" issues. Normal saline was infusing on primary line. There was no patient harm or medical intervention. The customer stated that no further patient or event information is available.